Event description:
The subsidiary field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump speed was unstable from the maximum speed of 250 revolutions per minute (rpms). The fsr decreased the speed by different steps before 150-160 rpms was reached. Since the event occurred during preventative maintenance, there was no pt involvement.